Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles and entrapment could not be replicated in a testing environment as it was based on procedure circumstances. The reported retraction problem (needle backdown) could not be replicated in a testing environment based on the returned device condition. The reported needle bend was confirmed. The reported difficulties appear to be related to procedure circumstance due to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the needles were unable to be fully backed down into the sheath prior to removing the prostar device; therefore, a needle was deliberately broken to ease device removal. A very small surgical incision was performed to remove the broken needle portion and the prostar device. During removal, it was found that the deliberately broken needle was slightly bent. The retrieved broken needle portion was discarded. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostar device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the handle was pulled back to deploy the needles, only three of the four needles were deployed successfully. The needles were unable to be fully backed down into the sheath prior to removing the prostar device; therefore, a very small surgical incision was performed to remove the prostar device. During removal, it was found that one of the needles was slightly bent. The sutures of a new prostar device were successfully pre-placed. The sheath was upsized to a 18f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostar sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.